Manufacturer narrative:
(B)(4). Also was involved a gore® excluder® aaa endoprosthesis contralateral leg component (unk/unk). Additional information was requested but not available. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2015, the computed tomography (CT) scan revealed a proximal type I endoleak and an aneurysm enlargement.

Manufacturer narrative:
The device lot/serial number was not provided. A review of the manufacturing records for the device could not be conducted. Further information was requested but not available. Further information and images have been requested.

Event description:
On an unknown date in 2008, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2015, the computed tomography (CT) scan revealed a proximal type I endoleak and an aneurysm enlargement. Reportedly, it is unknown how much the aneurysm enlarged, but due to the last CT measurement, the aneurysm size was 10cm. It is unknown if the patient's anatomy contributed to the event. The patient's condition is good. The patient is monitored by the physician and will be treated with open surgery in another hospital. The date of the future procedure is unknown.